Event description:
Started having issues while wearing the CPAP in the middle of the night, felt irritation in my respiratory tract. Runny nose and cough began. Starting on july 7 severe headaches every night with and without wearing the device. Still currently having headaches, runny nose, and cough as a result of the use of the machine. Was hospitalized on july 16 for severe headaches and sinus pain. Went to dentist to rule out dental issues on july 20. Had a catscan on august 3. Only discovered issue about recall on august 10 while calling about a replacement hose for the CPAP machine. Visited various doctors who ruled out other causes for the severe headaches. FDA safety report ID # (B)(4).